Event description:
A surgeon reported that a memory lens (u940a) ioi implanted in the left eye of a patient in 2001 with no complications has since spacified. Patient has been referred to specialist for further evaluation of possible explant. Request has been made for additional information, however no further information is available at this time.